Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. It was discovered that the left ventricular (lv) lead was exhibiting diaphragm stimulation. The physician opted to explant the lv lead. The patient condition was unavailable. Further information was requested but not received.